Event description:
Indication: common variable immunodeficiency, unspecified---pt reported that their pump, serial number unknown, was displaying an error message. Pt did not report what the error message said. Pt reports that they have been using the pump for 3 years but they believe they are experiencing issues due to a change in dosage. Pt was eventually able to resume their infusion, however, they did not provide information on what troubleshooting they performed. Pt did not report experiencing any adverse events or missed doses due to the product issue. Device is available for return upon the pt receiving return shipping materials. Pt is infusing 15gm/150ml hyqvia, made up of 1-10gm/100ml vial and 1-5gm/50ml vial. No additional details, dates, or information provided.